Event description:
It was reported that the patient with this electrode is scheduled for a revision procedure due to high shock impedance measurements which are occasionally out of range. X-ray imaging was obtained and showed the electrode is not deep enough. It was noted the patient has gained ten kilograms. Technical services (ts) was consulted and confirmed the variability in system impedance is pointing towards a change in body mass index (bmi) which was confirmed by the field. Ts also confirmed the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) is operating normally. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode is scheduled for a revision procedure due to high shock impedance measurements which are occasionally out of range. X-ray imaging was obtained and showed the electrode is not deep enough. It was noted the patient has gained ten kilograms. Technical services (ts) was consulted and confirmed the variability in system impedance is pointing towards a change in body mass index (bmi) which was confirmed by the field. Ts also confirmed the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) is operating normally. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.